Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -12.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens was replaced with a longer length lens due to low vault on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown.